Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Each event caused the customer's blood glucose levels to read "high," but no specific values were provided. To address the high blood glucose levels, the customer administered a correction bolus via the pump and did not require any third-party assistance. Ultimately, the customer resolved the issue by changing the infusion set and cartridge and resuming insulin.